Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the returned catheter model 8784/serial number (B)(4) revealed a non-significant anomaly of a catheter sc connector tear in the seal near the guide ring.

Event description:
[The following information was previously reported in manufacturer¿s report # 3004209178-2014-13825, but will be reported under this manufacturer¿s report number going forward:] it was reported that when the pump was replaced on (B)(6) 2014, a catheter occlusion was identified. At the previously reported pump explant, the healthcare provider (hcp) left the catheter in place and did not flush the catheter of any drug as he would normally do. The hcp felt that the drug in the catheter caused a crystallization of the catheter drug. On (B)(6) 2014, the hcp used another catheter segment to splice and patch the existing piece. It was unknown if there were any patient symptoms or complications associated with this event. The patient status at that time was indicated to be ¿alive-no injury¿. The previous pump had been used to deliver sufenta (250 mcg/ml, 50 mcg/day), bupivicaine (15 mg/ml, 3 mg/day), and clonidine (500 mcg/ml, 100 mcg/day). The patient¿s medical history was unknown. Additional information was received from an hcp via a clinical study. A catheter kink was found on (B)(6) 2014 during surgical replacement of the previously explanted pump. The kink was at the level of the connector. As of (B)(6) 2014, the event outcome was unresolved with no further actions planned.